Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient who underwent primary breast augmentation with two 460cc mentor smooth round high profile saline breast prostheses, experienced pain and burning sensation bilaterally post-operatively and was advised by their doctor that they may have bilateral deflation. As a result, the patient underwent bilateral removal and replacement with non-mentor devices on (B)(6) 2019.